Event description:
The device was used during a video assisted thoracic surgery right upper lobectomy. Reportedly, a component disengaged into the pt's cavity. The surgeon performed a re-operation and was able to retrieve the component. Unexpected tissue loss occurred and the hosp has reported the pt condition is satisfactory.